Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary(B)(4) : helix disengaged from helical channel. The helix will not extend due to the distorted coil in the connector. The distal conductor was distorted and had blood/body fluid (not obstructed). Blood also noted in/on the helix mechanism (sleeve head). Full lead returned and analyzed.

Event description:
It was reported that the fixation helix of the lead would not extend during an attempted implant. The lead was returned. A new lead was implanted. There were no patient complications reported as a result of this event.